Manufacturer narrative:
A ge rep evaluated the system and is awaiting customer approval for ordering parts. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported intermittent boot up problems. No pt injury was reported.